Manufacturer narrative:
A steris field service technician arrived on site, did not observe gallons of water on the floor. The technician did observe a small quantity of water on the floor, contained to the immediate area. The technician inspected the unit, and found that water was leaking from the door gasket at the right front lower corner. Also, the chamber strainer, drain hose, drain valve, and float block required replacement. The technician replaced the door gasket, chamber strainer, drain hose, drain valve and float block. The technician tested the unit, found it operational and returned it to service. This unit was installed in 1999, and is no longer manufactured by steris. The customer is investigating replacement options for this unit.

Event description:
The user facility reported that a system 2s leaked over night, causing gallons of water to leak onto the floor. No injuries were reported. Three cases were canceled.